Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and had possible far field r-wave (ffrw) oversensing. The ra lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693165 lead, (B)(6) 2006; 419488 lead, (B)(6) 2006; 407652 lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated a p-wave amplitude measurement issue.